Event description:
The recipient is reportedly experiencing facial nerve paralysis that is believed to be due to implant surgery. The recipient is undergoing rehabilitation and is recovering.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has reportedly recovered. This is the final report.